Event description:
Customer reportedly obtained results of 449 mg/dl and 105 mg/dl on the compact plus system within 10 minutes. Customer went to the hospital approximately 2 hours later but only received normal evening medications. Requested return of suspect system and replacement was sent.